Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, the reported event was confirmed. The probable cause can be attributed to stress such as damage or deterioration of parts. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Event description:
It was reported the subject device forceps elevator wire was fractured. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.